Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received multiple unexpected restart alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the unexpected restart alarm would occur after a battery change. The customer stated that the insulin pump would reset the time and date when the unexpected restart alarm would occur. The customer stated that basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer was advised to call if the alarm would recur. The insulin pump will not be returned for analysis.